Manufacturer narrative:
Per the t:slim user guide: use only single-use disposable cartridges. Failure to do so may result in over-infusion or under-infusion and may cause serious injury or death. Insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer have been experiencing ongoing high blood glucose (bg) levels ( 222-300s mg/dl) and boluses via the pump were delivered to address the bg level. The cause of the high bg levels was not known. Reportedly, cold insulin had been used to load the cartridges. The customer also had reused and refilled the cartridges. Tandem customer technical support (cts) informed the customer that per labeling, room temperature insulin was to be used to load the cartridge and the cartridges were not to be reused/refilled. As the events had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.